Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is not confirmed. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages and no audible alarms were triggered. - a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. -pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. -functional testing with the pressure calibrator found no pump pressure issues. The pump was supplied with 100mmhg and 200mmhg of pressure and displayed the correct reading for each. The pump read/measured the pressure during the test. No problem found. - the review of complaint records for serial number (B)(6) shows that the device has no previous complaints. - visual evaluation noted latch door damage and rust/oxidation around the device. - the original warranty seal was present and completed. -the manufacturing date of the device is 2005. -no problem was found with the allegation, but additional failure modes were identified and associated to wear and tear. -complaint is not confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the pump cannot read / measure the pressure. There was no harm for patient, operator or third party reported. No further information received.